Manufacturer narrative:
(B)(4) upon completion of carefusion's investigation and evaluation of sample; a follow up emdr submission will be done.

Event description:
Patient was connected to atrium/pleurovac with a pleurx catheter, the locking drainage line became disconnected at hub from tubing and air leaked into pleural space creating pneumothorax. Pulmonary team was called in to assess patient and they found locking drainage line was disconnected and had been attempted to be reconnected with tape by nursing staff. Current status of the patient is that he was discharged to a rehab facility. Due to the disconnection of the tubing he did develop an apical pneumothorax (which had not fully resolved at the time of discharge), but given that he was asymptomatic we opted not to proceed with any additional intervention. Further education to nursing staff regarding appropriate care for the catheter and tubing attachments was performed by healthcare pulmonary team.

Manufacturer narrative:
(B)(4). The sample provided was the pleurx lockable drainage line where the drainage line had become un-bonded between the drainage tubing and the lockable access tip. Device history record review could not be performed since a lot number was not provided for evaluation. The failure was due to a de-bonding of the tubing from the lockable access tip. There were no component failures. The failure could have been due to a defect in the bonding process or bonding materials (solvent) or from excessive force at the customer site. There have been improvements in the assembly process and it has been validated that the assembly between the tubing and the accessories is stronger. This failure will be tracked and trended.